Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected three sealed enlite sensors. Performed bicarbonate buffer test. One sensor failed per specification due to low readings. The two remaining sensor passed per specification with accurate readings.

Event description:
It was reported that the customer received a calibration error. The blood glucose reading was not given. Nothing further was reported.